Event description:
Procedure: lavh. Reportely, the tipe of the instrument broke while inside of the patient but it did not separate from the device. The patient was discharged from the hospital and was later readmitted for an infection. No details were provided as to the nature of the infection or how it is linked to the device.